Event description:
The customer contact reported unrestricted flow. Prior to patient use, the customer reported an unspecified solution continued to drip from the distal end of the tubing set after the cair clamp was closed. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.